Manufacturer narrative:
(B)(4). The DHR for the instruments in question, was reviewed and found complete without any irregularities. This instrument was manufactured at the (B)(4) facility as part of a (B)(4) lot in november of 2013. The returned instrument was evaluated and found that the knob rotation and handle to jaw mechanisms are dry and sluggish. It was noted during the evaluation that the endo flush port cap is missing and the knob was discolored and had a few small cracks in it. Further evaluation showed that this instrument picks up, retains, closes and releases clips as required of its function both with and without the use of silastic test tubing thus we are unable to validate the alleged complaint. Parts were 100% visually inspected and tested at the (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the alleged issue, but it is suspected that the customer did not "lubricate". Other remarks: the instrument prior to sterilization as recommended in IFU (l03499) supplied with the instrument which states "the applier should be cleaned, lubricated and sterilized prior to each use". No corrective action required at this time.

Event description:
The clip cannot be ligated by the applier. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clip cannot be ligated by the applier. The patient's condition was reported as fine.